Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a pump reading of 377 mg/dl after eating a salad without announcing the meal; the user noted no leaking or scar tissue, used cartridges with continuous delivery, and discovered the pump had issued a change insulin notification due to an empty reservoir, after which a full supply change was performed and insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.